Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose of 425 mg/dl. Prior to the event, the customer was at her graduation, and became lethargic, asking for the paramedics to be called. It was stated that the customer advised her mother that the insulin pump was not delivering insulin correctly the night before, but she continued to wear it as they felt it was a normal occurrence. The mother requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Insulin pump was received in with no backlight due to a faulty panel. The device passed the displace, rewind, basic occlusion and excessive no delivery tests. A cracked reservoir tube lip, scratched lcd window, missing end cap sticker and broken battery tube threads were also noted.